Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Continuation of d11: dtba2d4 crt-d implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device alerted due to the right ventricular (rv) lead exhibiting a low pacing impedance. No intervention was done and the rv lead remains in use. No patient complications have been reported as a result of this event.